Manufacturer narrative:
Serial #: customer indicated that the serial number may either be (B)(4)or (B)(4). Customer unable to confirm the last digit of the number. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.